Event description:
Manufacturer instructions for device insertion were followed. Device was placed on abdomen. Upon insertion, device would not release from applicator. I ended up pulling sensor off and trying a new one. The second one also did not want to release upon insertion but I was able to tug hard enough on it and get it to manually release. FDA safety report ID # (B)(4). FDA received date 01/30/2020.